Event description:
A portion of the lead has been returned.

Event description:
Boston scientific received information that this lead had been surgically abandoned. Subsequent information from the local boston scientific field representative indicated that the lead had been non functional for years. It was reported that on an x-ray performed during a routine generator change, the lead was noted to have dislodged and was hanging in the atrium. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned segment of the lead was analyzed. The lead was returned severed 65 millimeters (mm) from the terminal pin and in two segments totaling 432 mm. The cathode coil extended beyond the severed end of the tip segment by 30 mm while the anode extended beyond the tip segment by 20 mm. A segment of the lead or lead insulation appeared to be missing. A cut was noted in the insulation. Two cathode conductor filars were cut 58-60 mm from the terminal pin. The anode conductor coils were stretched in the same area. An indent circumferencing the lead at 265 mm from the tip was noted which appeared to be from a suture tied directly to the lead. The insulation was also partially torn or cut in the same area. The cathode coil was stretched at the severed end of the tip segment and near the tip due to the extracting stylet. Blood/body fluid noted in the inner and outer lumens. The helix was extended and tissue was noted to be entwined in the helix. An x-ray was performed and did not note any anomalies outside of the induced damage as described above. The returned portion of the lead was noted to be electrically continuous. The clinical observations were not able to be confirmed.